Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant procedure after leaving the operating room, the patient experienced pericardial tamponade. Chest x-ray was performed and revealed no evidence the right ventricular and right atrial leads perforated the heart. Pericardial drainage was performed immediately and the patient was in stable condition.